Event description:
It is reported on a received medsun report no. (B)(4), that the intraocular lens (iol) loaded and a defect was noted after the iol was inserted. The doctor noted ''break at distal junction''. The iol was cut and removed in fragments from the intraocular space causing posterior capsular rupture, requiring an anterior vitrectomy be performed. Follow-up with the reporter at the facility indicated that the patient is stable and has healed.

Manufacturer narrative:
(B)(4). Lens has been received for evaluation at the abbott medical optics (amo) facility in (B)(4) and has been forwarded to the amo manufacturing facility in (B)(4) for evaluation. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report a supplemental report will be submitted.

Manufacturer narrative:
The intraocular lens was received and visually inspected under 10x magnification. Only one half of the lens had been returned to amo for evaluation. Visual inspection of the received half of lens, shows scratches on the anterior side of the lens. No other defect was observed on this half of the returned lens. No defect was observed in the haptic junction on this half of the lens. The scratches observed were most likely related to handling of the lens during the explant process. Review of the manufacturing records for this lens found that it met all manufacturing specifications at the time of manufacturing and inspection. The cause of this event was unable to be determined but does not appear to be related to the manufacturing process. All pertinent information available to abbott medical optics has been submitted. Placeholder.